Event description:
It was reported that during the implant attempt when closing the pocket, the device began to sense noise, causing oversensing. The lead was unscrewed and a screwdriver inserted into the ports to extract air bubbles. The leads were screwed in again, but the problem was not resolved. Once explanted, it was noted that there was dried blood inside the lv and rv connection ports. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found; grommet damage was noted.